Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was taken out of service because metal debris was found in the oxygenator. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for investigation. Visual inspection identified green deposit on the cooling coils of the device, but the nickel layer was found to be fully intact and no loose metal particles were observed inside the tanks. The reported issue could not be confirmed on this device. The DHR review did not identify any deviations or non-conformities relevant to the reported issue. The potential impact of chemicals (disinfectant solution, preservation of water with h2o2 and decalcification agent) on the nickel coating and copper material inside the device was evaluated in a detailed and comprehensive study (rci 2016-01). The use of peracetic acid and hydrogen peroxide contained in the disinfectant and preservative can cause pitting and corrosion. Due to pitting and corrosion, the nickel protective layer may be damaged and the underlying material (copper) can begin to corrode. This may lead to flaking of the nickel protective layer.